Manufacturer narrative:
Event date is approximate.

Event description:
The consumer stated that their toothbrush started to smoke and caught on fire when they tried to replace the battery in their essence power toothbrush per the directions for use (dfu). First degree burns and minor property damage were reported.

Manufacturer narrative:
The model number was corrected based on the analysis of the returned product. Analysis results: the root cause of the customer's complaint is a defective battery.